Event description:
In 2008, it was reported to boston scientific corporation that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure on the day before. According to the complainant, during the procedure, a low water pressure alarm occurred causing the microwave energy to shut off. The issue was due to a leak in the catheter. The prolieve thermodilitation kit was replaced and the procedure was completed. No patient complications were reported as a result of this event. The patient's condition was reported as "ok".

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device manufacture date and expiration date can not be determined. A product evaluation is pending; results will be provided in a follow-up medwatch report. The suspect device, a prolieve thermodilitation kit (catheter) lot# 615279 was returned, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.